Event description:
In the nicu, total parenteral nutrition (tpn) was infusing at 6 ml/hr. A new bag of 250 ml was hung. 6 hours later, the entire bag had infused into the patient. The patient had a critically high blood glucose of >700 mg/dl (726 mg/dl actual result). Two doses of insulin were given at 05:18 and 07:34. The patient's blood glucose was monitored closely over the next 48 hours until it returned to normal limits (77 mg/dl at 04:20 two days later).